Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical investigation, the requested clinical documentation had not been provided for evaluation. It is noted via e-mail correspondence that further information is not available. Therefore, there were no clinical factors identified with would have contributed to the reported infection and subsequent revision surgery. It has been reported that the surgeon does not believe the product is at fault. The impact to the patient beyond the revision surgery cannot be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number of the articular insert over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of complaint history revealed a similar event for the femoral component, tibial baseplate and resurfacing patella over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Additionally, active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2023, the patient experienced infection. A revision surgery and debridement were performed on the 10-oct-2023 to treat this adverse event in which a jrny ii bcs xlpe art isrt sz 3-4-rt 9mm was exchanged while a jrny ii bcs femoral oxin rt sz 6, journey tibia base np rt sz 4 and a gen ii 7.5mm resur pat 29mm remained. In addition, the surgeon does not believe that the product is at fault. The current health status of the patient remains unknown.